Manufacturer narrative:
Concomitant medical products: product ID: 977a175, serial# unknown, product type: lead. Other relevant device(s) are: product ID: 977a175, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported a electrode migration that was verified by an x-ray image. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID 977a275, lot# 210668256, implanted: (B)(6) 2016, product type: lead; product ID 977a275 lot# 210668255, implanted: (B)(6) 2016, product type: lead. H2 correction: please note that due to an update of the ins identity, sections d3, d4, and h4 have been updated at this time. Additionally, the manufacturing site ID captured in section g9 has changed from 3007566237 to 3004209178 at this time; however, due to constraints in the regulatory reporting system, this information cannot be updated. H6: please note that patient code c76143 no longer applies to this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported impedance testing found that all electrodes had an out-of-range impedance of >10000 ohms. It was stated that the patient felt that the implantable neurostimulator (ins) ¿turns off, because of the return of symptoms.¿ though it was ¿unknown¿ whether there were any external factors that may have led or contributed to the issue, it was noted the patient underwent an MRI on (B)(6) 2018 for an unknown reason. There were ¿no patient injuries¿ as of (B)(6) 2019; there were no further complications reported or anticipated.